Manufacturer narrative:
Terumo did receive the actual device; visual inspection confirmed that the connector was bonded incorrectly during assembly. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass surgery, a connector that is supposed to be solvent bonded was not solvent bonded. This caused the isolator line to leak. The event did not cause a delay in surgical procedures.